Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately calcified and moderately tortuous brachial shunt. The 6.0mm x 40/80 sterling over-the-wire balloon catheter was inflated the first time to 6 atms. On the second attempt to inflate the balloon, the balloon ruptured immediately after it was inflated. The procedure was completed with another device. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it was noted during unpackaging that dried blood was present in the shaft and balloon. The balloon catheter was returned in a deflated state. The balloon was inspected under magnification to locate the balloon defect. A pinhole was confirmed in the balloon wall located in the middle of the balloon. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately calcified and moderately tortuous brachial shunt. The 6.0mm x 40/80 sterling over-the-wire balloon catheter was inflated the first time to 6 atms. On the second attempt to inflate the balloon, the balloon ruptured immediately after it was inflated. The procedure was completed with another device. No patient complications occurred. The patient status was good.